Manufacturer narrative:
Review of MDR and/or additional information received shows that there is no information to reasonably suggested that the device in this report may have cause or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient is not retaining. No retention at last appointment. No further patient complications are anticipated or expected as a result of this event. MDR decision corrected to not reportable. No additional supplements required unless additional information received indicates reportable events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s family member that the patient is still retaining fluid and was having flank pain. The caller wanted to increase stimulation, the instructions were reviewed and the caller was able to increase stim over the phone. No further complications were reported or are anticipated.